Event description:
The customer reported that the collimator was out of specifications. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was recalibrated and aligned with the image intensifier. The system was tested and found to be working as intended and put back into service.